Event description:
Infusomat space pump IV set was removed from infusomat space station IV infusion pump and the anti-free flow clip did not clamp the tubing, free flow of levophed into patient causing blood pressure spike to 325/141. Bp (blood pressure) improved on its own after several minutes. Head imaging performed after revealed conversion of embolic stroke to hemorrhage due to hypertension.